Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume that was identified in the logs that occurred on date (B)(6) 2011 at 22:57:57 with ultrafiltration reading of 2117ml during cycle 4, indicating the home patient (hp) drained 2117ml more than their maximum programmed fill volume of 2000ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event found during the investigation of (B)(4), and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2011-13137 for the investigation. If any additional information is received, a followup will be sent

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.